Event description:
Information was received, via a healthcare professional (hcp), from a family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient was getting a scan (unrelated to the device) and it was reported that the device had not been working for a long time. The patient was not really "with it". The hcp noted the device was not working at the patient's last scan that occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.